Event description:
As reported by user facility: a plastic fragment was found inside a new syringe from his supply shipment, and later noted a second new empty syringe also contained a small plastic piece, which he did not use and reported to his nurse ambassador. The patient experienced blistering and bruising at the cannula site after removal; these symptoms resolved with residual redness. He also reported new intermittent flecks/floaters and peripheral visual disturbances of uncertain cause. During a subsequent visit, the physician examined the skin and observed no signs of infection. The patient stated that the intermittent eye symptoms continued. No injury was reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. A follow up will be submitted when the investigation results become available.